Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that while the patient was charging yesterday, all of a sudden the stimulation turned on by itself. The patient stated that the lightning bolt was there while they were charging. They stated that they would pay attention to that icon and use the stimulation off button. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.